Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval as performed. Eval confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. The device was operating out of spec with respect to the reported symptom, due to severed motor mount screws found during physical inspection. The motor assembly was replaced.